Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that discordant carbon dioxide (co2) results were obtained on patient samples on the dimension vista 1500 instrument. Siemens technical service technician (tst) remotely reviewed the quality control (qc) values and determined that qcs were within acceptable ranges. The tst reviewed the instrument data and observed instrument flags due to the sample mix. A customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: replaced sample 3 (s3) mixer, reagent prep probe, s3 drain and s3 probe, auto aligned s3 and imt probes, ran align and mix tests on s3, and ran a system check. The customer ran the quality controls (qc). All the results recovered within acceptable ranges. A siemens specialist further investigated the issue and determined that the sample reaction was not performing as expected potentially due to poor sample mix. The siemens specialist determined that routine service was needed on the instrument, which potentially contributed to the discordant co2 results. Siemens determined that replacement of s3 mixer resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on 2 patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and on an alternate dimension vista instrument, resulting higher. The repeat results obtained from the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.